Manufacturer narrative:
(B)(4). Date sent 3/9/2026. D4 batch #727d38. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60w reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 727d38, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2026. Additional information was requested, and the following was obtained: what was the correct product code? Yes. What was the total estimated blood loss (ml)? 2ititers + -. What was the pre and postoperative anti-coagulant and pain management protocol? Don't know. The was the bleeding intraluminal or extrdon'tnal? It was an open case. Using a 60mm white reload and a vessel. Did the patient receive oncologyperative chemotherapy or radiation? Don't kntaking were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Yes. The stapler only cut and did not form any staples. Any clips, clamps, or graspyes.near the area where the devyes.was being fired? Vessel loonormal. Please provide a timeline of events. Don't know what you alreaddythis? What was the color of reload that was used for the event? White. What was the procedure? Oncology open case. Taking out the kidney. What was the indication for the procedure? Cancer. What was the anatomical structure fired upon? Kidney vessel. Any noise from the device? Normal sound. Any issues with staple line? If any, please explain. Yes already explained. Any clips placed in surgical field before firing device? Already answered this. Is there a possibility that there was any calcification in the vessel that the device was fired upon? Don't know.

Event description:
It was reported that during a renal vein oncology procedure, an issue occurred on the third firing of the stapler. The surgeon reported that the stapler cut the tissue but failed to deploy staples, which resulted in intraoperative bleeding. Due to the bleeding, the patient required additional blood transfusion, and the procedure was delayed. The surgeon successfully controlled the bleeding using sutures and a clip applier. The patient is currently stable and doing well, with no further complications reported. However, the event disrupted the surgical workflow and extended the duration of the case.

Manufacturer narrative:
(B)(4). Date sent 2/18/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the correct product code? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. What was the color of reload that was used for the event? What was the procedure? What was the indication for the procedure? What was the anatomical structure fired upon? Any noise from the device? Any issues with staple line? If any, please explain. Any clips placed in surgical field before firing device? Is there a possibility that there was any calcification in the vessel that the device was fired upon? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 3/6/2026 corrected data: d1, d4 corrected data d4: UDI# the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information received: rep reported pcee60a but the device used in the procedure was a psee60a.